Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery with proglide devices using the pre-close technique prior to an interventional abdominal endoprothesis procedure. Reportedly, when attempting to pre-place the first proglide suture no suture was found upon plunger removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore sheath, and the abdominal endoprothesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.